Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient reports a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, inability to walk long distances, noises, and fluid around the joint.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04749 & 060324).